Event description:
It was reported that the patient was having difficulty communicating the ipg to the remote control and noted that the patient cannot feel stimulation due to charging issues. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient was having difficulty communicating the ipg to the remote control and noted that the patient cannot feel stimulation due to charging issues. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.